Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable was faulty and would no longer work to charge the pump. Customer's blood glucose level was 282 mg/dl. Replacement cable was sent to the customer.